Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the appearance of the staples? (B-formation, irregular, legs straight)? Were staples malformed after being deployed? Were staples missing or not visible after being deployed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Response: for device usage, staples were in b shape ¿ no irregularities observed. No malformation of staples after deployed. No missing staples after deployed. Yesterday on (B)(6) 2017 , patient status was checked with dr ¿ no complications till date observed. No consequence / post op care change done. Usual routine is observed. Oozing observed during manual ride usage to remove the plee60a out from abdomen subsided and doc used drain to check further.

Event description:
It was reported that doctor planned to use ees products to operate obese patient for laparoscopic sleeve gastrectomy surgery today, upon opening of new endocutter where he could fire the first firing but upon releasing firing trigger, knife didn¿t return back. Doc tried move the endocutter little bit sideways and check whether firing trigger knob is completely in place - doc used manual override to return back the knife. In this sequence doc observed staple edges were rough and oozing. So doc complained of improper firing of cartridge. Hence the defected cartridge (cartridge improperly fired during usage) and device need to be replaced with new and need to submit product evaluation form for discussing on the same. Surgeon used fresh stapler and cartridges to complete the surgery.

Manufacturer narrative:
(B)(4). Batch number: r57a11. The analysis found that one plee60a device was returned with no apparent damage and with one gst60g cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device opened and closed without any difficulties noted. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.